Event description:
Multiple reports of medication failure of the bupivicaine included in the (B)(6) no epinephrine 25g whitacre spinal trays. 3 separate incidents (in a period of 2.5 weeks) in which no medication effect was produced after intrathecal injection of the 0.75% hyperbaric bupivicaine provided in the kit. Each incident was reported by a different anesthesiologist, one on night shift, and two on day shifts that were a week apart. Chart review and direct follow-up with each individual anesthesiologist revealed that, in all 3 cases, the spinal block was noted to be uncomplicated, not difficult and with good, clear csf return as expected. This confirmed with a high degree of certainty that medication failure, not provider failure or patient clinical/anatomic/physiologic factors, was the likely cause of all 3 reported block failures. In all three cases, anesthesiologist confirmed verifying expiration date had not passed prior to opening kit. Specific kit information was documented in 1 of the 3 reported incidents: ref# a4173-25, lot# 6142417, manufacture date: 08/06/2025, exp date: 09/01/2026. Pt code: 4582. Device code: 3023. Reference reports mw5179529, mw5179530.